Event description:
It was reproted that a lead malfunction was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)